Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was oversensing on the atrial channel during the implant. Also noted was that the atrial port was plugged. The device remains in use. There were no reported patient complications as a result of this event.